Event description:
"I attempted to insert a 14f covidien, weighted tip, no stylet dobhoff tube to right nare. I attempted three times and each time met resistance at approximately 25 cm length. During the final attempt I tried to remove drt and was unable to remove from nare. Dht became stuck in nare and had to consult ent. Physician was able to remove dht at bedside, pt tolerated procedure with moderate complaint of discomfort. Dht removed intact".